Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a maximum blood glucose of 328 mg/dl and out-of-range duration of approximately 2.5 hours; the user suspected an issue with an inset 6 mm 23 in infusion set, performed a supply change, and resumed insulin delivery, and the ilet alerted to high glucose. Symptoms were unrelated to diabetes. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no observed supply issues and no device malfunction reported; hyperglycemia was most likely related to a concurrent medication known by the user to raise glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing non-device factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.